Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 537 mg/dl and received a canceling bolus message on the insulin pump. The customer was assisted with bolus delivery at the time of call. The customer also reported that they experienced high blood glucose of 510 mg/dl and 577 mg/dl but the insulin pump was not in use for greater than 48 hours at the time also, the customer reported that the insulin pump had blank display which was resolved after restart. The insulin pump will not be returned for analysis.